Event description:
It was reported that the patient presented to the hospital for a cardiac resynchronization therapy defibrillator (crtd) implant. During the procedure, the left ventricular (lv) lead was unable to be inserted into the lv target vein. The lv lead was not used and the implant procedure was abandoned. The patient was in stable condition.